Event description:
It was reported that the patient underwent initial left total hip arthroplasty that was subsequently revised approximately eleven (11) years later due to recurrent anterior dislocations. The patient did well until six (6) years later when she bent over and dislocated posteriorly, which was reduced in the emergency room. After recurrent dislocations following, the patient underwent a second head and liner exchange approximately seven (7) years after revision. The cup and stem were stable and left intact. A new head and constrained liner were placed without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00877703601 lot# 2409183 bioloxa® option, head, s, a¸ 36/-3.0, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. Subsequently a revision was performed due to recurrent dislocations where the head and liner were exchanged. The patient experienced a dislocation 6 years later and was reduced in the emergency room. A revision occurred approximately 7 years after first revision. The head and liner were exchanged with zb products. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with undersized acetabular cup as compared to the femoral head. Interval development of multiple well corticated ossific densities along the left greater trochanter could interval prior trauma. As the shell was not exchanged from the previous revision, the head is oversized compared to the shell. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.